Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) had the plug getting stuck in the in the tamper straw at deployment. The plug is expanding and getting caught in the straw splitting the plastic straw and leaving the plug behind. There was no reported patient injury. The device is being stored in a cool, dry place out of direct light in all the labs and storage areas. Additional information was requested but not available. The device is available for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) had the plug getting stuck in the in the tamper straw at deployment. The plug is expanding and getting caught in the straw splitting the plastic straw and leaving the plug behind. There was no reported patient injury. The device was being stored in a cool, dry place out of direct light in all the labs and storage areas. Additional information was requested but not available. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was returned attached to the device. The advancer tube was in its manufactured position as received; however, the sealant was no longer on the unit. Handling or procedural factors could have affected the state of the device when it was sent back to the cordis laboratory site. Nevertheless, the condition of the returned device likely indicates that the device deployment mechanism was partially activated due to the absence of the sealant. Additionally, it was observed that the sealant sleeve was no longer on the unit received, and the distal end of the shuttle presented a portion separation condition. The deployment mechanism was tested to verify the correct configuration of the device as received, and the results obtained were limited due to the absence of a sealant on the received unit. Nevertheless, no problems in the device¿s deployment mechanism could be confirmed as it could be actioned as expected by advancing the advancer tube to the distal portion. A high-magnification evaluation was executed on the separation observed at the border surface. During this analysis, elongations and scratch marks were observed near the separation border. The presence of this type of evidence could be related to sharp-edged material interaction or high tensile strength applied to the affected portion of the unit. The reported event of ¿sealant-sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant was not received. Additionally, a condition of ¿catheter-catheter detachment¿ was noted with the returned device since it was received with the shuttle cartridge damaged with the distal portion presenting a separation condition. However, the exact cause of the issue experienced and the received condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the sealant sticking to the device since the sealant was not received for analysis. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the deployment attempt. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant becoming stuck to the catheter. Regarding the observed condition of the shuttle cartridge separated portion, which was not reported, handling factors most likely contributed to damages noted as evidenced by the scratch marks and elongations found at the separated area. Evidence of scratch marks on the external surface of the shuttle tube suggests that the device had an interaction with a sharp-edged object, which likely contributed to the observed damage on the received device. Elongations are commonly associated with separations caused by material tensile overload; therefore, it is also likely that the shuttle was induced to a tensile force that exceeded the material¿s yield strength prior to the separation. However, as this condition was not reported by the user, it is unknown if this condition occurred during the procedure or during handling after the procedure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.